Manufacturer narrative:
Although no device sample will be returned, it has been indicated that a photograph of the retained portion of the sheath will be forthcoming. The introducer sheath is purchased by (B)(4) from (B)(4). They will be provided with the lot number and details of the event on a supplier corrective action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported on voluntary medwatch form mw5082549, "during a groshong catheter placement a mini stick max/coaxial microintroducer kit was used. A portion of the introducer sheath broke off during withdrawal over the wire. The portion retained was 8.3cm as evidenced by the remaining 1.7cm sheath that was attached to the orange hub. The retained portion was located in the right atrium which was confirmed by cat scan."

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the mini-stick product family and the failure mode "sheath fractured/migrated." No adverse trend was indicated. The failed device from the reported event is supplied to angiodynamics by medron llc. A supplier corrective action request (scar) was sent to them along with a (blurry) photograph of the device provided by the end user hospital, who was unable to release the sample to angiodynamics. Medron was unable to definitely determine the root cause of the failure, however a previously examined device with a similar appearance was determined to have potentially been nicked by a sharp instrument, such as a scalpel, and then had the tubing pulled to failure during sheath removal / pulling on the hub. Medron's review of their device history records for the sheath show that all parts were manufactured according to specification and passed inspection criteria. (B)(4).